Event description:
Foley catheter balloon would not inflate.

Manufacturer narrative:
It was reported that "foley placed in patient and balloon would not\ inflate. Catheter was removed and still could not inflate balloon. New catheter was placed". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.